Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a device change out, the physician found it difficult to implant the left ventricular lead due to dislodgement, the patient had smaller than average sinus vessels. The lead was not used and a new lead was placed successfully. The patient was stable post-procedure and did not suffer complications.